Event description:
Reportedly, during the post-operative phase of this patient's care, the wound opened due to the incorrectly formed staples. The surgical procedure was a colon resection with a midline incision. The patient wound was re-stapled without having a return to the operating room.